Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital and admitted due to hyperglycemia on (B)(6) 2019 with blood glucose level 462 mg/dl. Customer reports they do not feel okay to troubleshooting. Customer states they got into a car accident and nurse wants to make sure first that the insulin pump was working. Customer states they performed self test and displacement test and it passed. The devices will not be returned for analysis.